Manufacturer narrative:
(B)(4).

Event description:
It was reported that, while in use on a patient, the 980 ventilator generated a battery failure. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
(B)(4). A covidien field service engineer (fse) inspected the device and was unable to duplicate the reported condition. The fse performed extended self-testing on the device and all tests passed.